Event description:
Patient was treated with antibiotics three times for infection. Patient representative reported ¿had a nipple discharge which has resolved since second course of antibiotics,¿ and pathology results confirmed "abundant acute inflammation present suggestive of abscess." Patient representative also reported patient was ¿constantly fatigued¿ and ¿having memory problems;" these events are not related to the device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5., b.6., g.3., h.6. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further investigation/DHR summary: review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient reported "implants started getting bigger," "having shooting pain," "infection," "mastitis," and "fluid on implants." Patient was treated with antibiotics for infection. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of late seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were implant started getting bigger, shooting pain, infection, mastitis, and late seroma. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "implants started getting bigger," "having shooting pain," "infection," "mastitis," and "fluid on implants." Patient was treated with antibiotics for infection. Device has been explanted. Affected side left.